Event description:
The covidien representative in (B)(4) received a report from the customer which stated during use, there was a "soaked film" found when the ssv was opened. The speaking valve was discarded and the lot number is unknown.